Manufacturer narrative:
Device for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.

Event description:
The patient complained of shock during an electrotherapy treatment. The patient said she felt "an extreme electrical shock, maximum possible output". The patient's treatment was interrupted and progress toward improvement was impeded. The clinician did not indicate the resultant impediment. The patient was being treated for lumbar pain. The clinician indicated that the waveform prescribed was for acute pain with constant current. The clinician did not provide treatment time, intensity, and waveform settings. The patient's skin was prepped for the treatment. The treatment was applied with 5x5 inch electrodes. The electrodes had been used 4 times. At some point in the treatment, the patient felt the shock sensation and the treatment was terminated. The channel associated with the shock was channel two. The clinician did not indicate if the shock occurred under one or both of the channel two electrodes.